Event description:
Received report claiming approximately 1 year prior, while the end-user was driving the wheelchair down the street, the wheelchair reportedly stopped which caused the end-user lose positioning and fall forward out of the seating to the ground where they sustained injuries requiring medical intervention to address.

Manufacturer narrative:
Report provided from the end-user claimed while they were driving down the street, the wheelchair reportedly stopped which forced the end-user out of the seating and the device reportedly having fallen over atop of them resulting in a fracture to their left tibia requiring medical intervention. Reports indicate when the event occurred, the end-users dress had to be cut off as a portion of it had reportedly gotten entangled and was wrapped around the shaft of one of the drive motors. This event was reported to have occurred approximately 1 year prior and the end-user does not have recollection if they notified the service provider as to the extent of the injuries. It was reported the device remained fully operational, with the end-user utilizing the device daily for the last year with no reports of recurring issues and no history of service activities requiring the replacement of components. Inspection of the device found it to remain fully operational with no notable issues. Service provider hypothesized the probable cause of the reported event was due to the end-users dress becoming entangled in the wheelchairs drive motor. Due to the timespan of 1 year since event, and no reports or evidence of recurring behavior, permobil is concluding this event was caused by inadvertent use error. The DHR was reviewed and the device was found to have met specification prior to distribution.